Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia at school after an infusion set change the prior evening, during which the tubing was not secured and became unclipped; the ilet was later reconnected, but elevated glucose persisted and the school nurse inquired about disconnecting the ilet to administer a subcutaneous insulin injection. Symptoms included high blood glucose and trace ketones. Outcomes included guidance to administer insulin by injection and to disconnect the ilet for at least two hours, with planned reconnection afterward. Investigation included user troubleshooting and education on managing hyperglycemia and supply reconnection. Investigation of this case revealed suspected infusion line disconnection and possible interruption of insulin delivery, consistent with use of a steel cannula infusion set. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to user handling factors and could not be definitively determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.